Event description:
The user facility reported that the guiding sheath became "stuck" during removal. During follow-up communication, the contact for the user facility stated that: the entry point was through a "very tortuous groin;" resistance was encountered when the user attempted to withdraw the sheath; the device was successfully removed by the technician continuing to pull to overcome the resistance; and the pt is "doing well."

Manufacturer narrative:
Results: is based on evaluation of user facility info and the returned sample; is based upon evaluation of reserve samples. Conclusions: is based on evaluation of user facility info and the returned sample; is based upon evaluation of reserve samples. The involved device was returned and evaluated. Visual examination confirmed that the sheath had partially separated but remained connected by the sheath's inner coil wire. Inspection and testing of representative retained samples found no defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The event description and appearance of the return sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against resistance. While the source of the resistance cannot be definitely determined, the pt's reportedly tortuous vasculature may have been a contributing factor. The device labeling does address the potential for such an occurrence in the instructions-for-use by stating, "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).